Event description:
The customer reported that when doing user test in manual mode with standard paddles, device gives notification "connect test plug" and won't allow a charge.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device alerts the user to connect test plug when using standard paddles in manual mode. The root cause was determined to be due to a failure of the system controller pcb assembly. After replacing the system controller pcb assembly, proper operation was confirmed and the device was returned to the customer.